Manufacturer narrative:
Evaluation cannot be performed. There is no evidence that the device failed to meet specifications.

Event description:
The pt had pain and swelling in right knee. The knee was drained and no signs of infection were found. Upon revision the tibial insert was found to be worn.